Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A caller reported receiving unspecified high sensor scan readings, and began feeling unwell with symptoms of headache, thirsty, and throwing up on (B)(6) 2021. The customer additionally experienced a loss of consciousness and was hospitalized with a diagnosis of metabolic acidosis and dehydration on (B)(6) 2021. The customer was administered IV fluids, reportedly for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.